Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 345 mg/dl. Reportedly, there were air bubbles in the cartridge tubing. Customer delivered a correction bolus and tandem technical support assisted customer with priming the air bubbles out.